Manufacturer narrative:
Initial reporter number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the cutting burr device was broken at the bit. The reporter stated that the device may have been used during a surgical procedure. It was unknown if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.